Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a tibial plateau leveling osteotomy on (B)(6) 2020 and suture was used. During the procedure, the suture broke away from the needle. A new package was opened to complete the case.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA.   Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2021-00069, 2210968-2021-00070, and 2210968-2021-00071. Analysis results have been included in follow-up reports for each. Product was not received for evaluation. Two unopened samples of product were received for evaluation. During the visual inspection of two unopened samples, no holes and wrinkles were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures could not be dispensed since they were detached from needles and strand breakage was due to degradation process. Functional test could not be performed. The product contains absorbable suture and as the sample was received sealed, however the holes in foil packet contributed to degradation of the sutures. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The assignable cause of the holes in cavity of the foil could not be determined. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.